Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained ventricular oversensing was observed via remote transmission. Review of the strips revealed noise on the rv lead. Programming changes and possible lead replacement were discussed. The patient was stable.

Event description:
New information received notes that programming changes were made. The patient was stable after the event.

Event description:
Related manufacturer reference number: 2938836-2019-05442. New information received notes that the lead was capped and replaced on (B)(6) 2019 due to oversensing.

Event description:
New information received notes that the patient was stable.